Manufacturer narrative:
*Correction, please discard the previous report it was submitted with incorrect information. This report is being resubmitted with the correct information. This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: blood set 490105 and secondary set v1921 reported to have excessive air in line despite performing standard troubleshooting techniques for clearing the alarms. No injury reported. Please note, this report is for the blood set item number 490105, item number v1921 will be reported via report number 2523676-2023-00398.

Event description:
As reported by the user facility: detailed inquiry description: blood set 490105 and secondary set v1921 reported to have excessive air in line despite performing standard troubleshooting techniques for clearing the alarms. Please note, this complaint is for the set where there was air in the saline line. No injury reported. Please note, this report is for the blood set item number 490105, item number v1921 will be reported via report number 2523676-2023-00398.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to this complaint and other confirmed complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.